Event description:
It was stated that, I recieved a text from the dr. Today about a collapsed trulift and migrated trulift same patient.

Manufacturer narrative:
Based on the description of the reported event and the provided fluoroscopy images, the exact cause leading to the reported device collapse and migration cannot be definitively determined. An internal investigation was initiated, however, the reported condition could not be replicated during investigation. Additionally, no information was provided regarding the surgical technique used, the type of torque handle utilized, the amount of torque applied during implantation. The absence of this information limits the ability to further assess contributing factors associated with the reported event.